Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced hypoglycemia to 50 mg/dl overnight, was contacted and awakened, and ingested three sugar tablets; the patient noted eating grapes before bed and a caregiver questioned why the system continued dosing while in range, which was explained as basal algorithm function, and additional user training was arranged. Symptoms included hypoglycemia. Outcomes included user education and counseling. Investigation included review of available reports and discussion of potential troubleshooting, including a factory reset prior to a training session. Investigation of this case revealed no device malfunction identified and suggested that postprandial corrections and algorithm-driven basal delivery could have contributed to low glucose after a prior high. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.